Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) performed an onsite investigation, and found the power plug burned due to a defective outlet at the clinic. The res removed and replaced the power supply assembly to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008t machine with a burned power plug. A fresenius regional equipment specialist (res) replaced the power supply to resolve the issue and return the machine to service. Upon follow up with the user facility biomedical technician, it was confirmed that the burned power plug was noticed by clinic staff when smoke and a burning smell were observed. It was confirmed there was no observed spark, flame, or arcing as a result of the issue. It was confirmed that no patient was connected to the machine when the issue occurred. It was confirmed the issue was traced to a bad outlet at the clinic, which was later replaced by an electrician. It was confirmed the machine had not had past issues failing the electrical leakage test, and the machine was plugged into a hospital grade gfci outlet. The machine had 120 hours of use on it, and the burned plug was the original part on the machine. It was confirmed that no parts were available for return.